Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
On (B)(6) 2010: patient has severe hip complaints and undergoes a surgery on the right hip per surgery, a fracture occurred at the level of the caput femoris, after which it was opted to place a total hip prosthesis with a large head. A 56 mm big holl metal head was placed on the femur stem. It is a metal-to-metal prosthesis. In 2017, 2018, the patient developed increasing pain and experienced a "nodding sensation." Laboratory research indicated an increasing cobalt and chromium value. An nmr study showed a swelling, pseudo tumor. It has been suggested to perform a total revision. The operation was performed on (B)(6) 2018. The operation report showed that an important amount of fluid had developed around the hip joint, with a heavy metallosic reaction. The black tissue is removed as much as possible. Cultures are taken and antibiotics treatment is started. During the operation the hip is luxated and, a very important trunionosis was found at the level of the trunion of the stem with significant destruction of this articulation point in the connection with the head. It was decided to remove the stem. After macroscopic evaluation it seems that the large head did not articulate perfectly with the stem, but that there was a movement between the stem and the large head. These movements resulted in a clear wear phenomenon. On (B)(6) 2018: the patient declared the hospital in default. The patient believes that the surgeon has committed a medical error. On (B)(6) 2019: patient proceeds to summon the surgeon. Meanwhile, the insurance company had the case examined by professor of orthopedics. In his report of (B)(6) 2019, dr. Alleged that no mistake was made on the part of dr., but that a bad prosthesis was supplied by stryker, a prosthesis that has since been withdrawn from the market. "In the case mentioned above, I discussed this with dr. There is certainly no mistake made by him in this case. I also checked the product identification stickers and the correct cone was used on both sides of the implant, n. The v40 cone. So no mismatch has certainly occurred, but the wear is due to the trunionose. This phenomenon was not yet known at the time and has led to this prosthesis being released fairly quickly. However, nothing can be blamed on dr. A bad product may have been supplied by stryker. We maintain that dr. (B)(6) has not committed any medical error."